Manufacturer narrative:
The customer¿s complaint of the pca module alarming for a channel disconnect event was not confirmed during review of the logs. However, the channel disconnect was identified, occurring as a result of the source pump module being removed while in an alarm state (occlusion alarm). Inspection: the pump module was not received for investigation. Test results: the pump module was not received for investigation. The root cause of the customer¿s complaint of a channel disconnect alarm was the result of the pump module s/n: (B)(4) being removed from the system while in an alarming state. Device history review: a review of the complaint history record was performed for the serial number (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the patient controlled analgesia module gave a patient a double dose of an unspecified medication, and the clinician was unable to power off the channel. Then, it was then reported that the pca pump started alarming for channel disconnect and the clinician attempted to unlock the panel and reconnect the pca pump, but was unable to turn off the pcu and reconnect the pca pump. Although requested, further information was not provided.